Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to device location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s left hip was revised due to fractured left femoral implant. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes received. Operative notes confirm that the patient underwent revision of the left stem proximal body due to implant fracture. The locking screw was removed with threads maintained. A new proximal body was placed and stability was identified upon reduction of the hip. No complications were noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 11-300918, arcos 18x190mm spl tpr dist, 018690, 11-363662 , 36mm cocr mod hd std, 598860, 1217-25-500, depuy screw pinnacle 6.5x25mm, cg2nt4000, 1221-36-056, djd medical liner, 388903, 6704-3-091, stryker trochanteric plate, g3241927, 121735500, depuy screw 6.5x35mm, 000454453, 121716062, djd medical cup pinnacle 62mm, 309050.

Event description:
No further event information available at the time of this report.